Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Unknown manufacturer: (B)(4). Investigation: as no physical sample, picture sample, material number, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. DHR could not be performed due to unknown lot#. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that an unspecified bd catheter was damaged and ruptured. The following information was provided by the initial reporter: "it was reported that extension tube broke during an injection. Event description states: I was in an adena health center today and they told me they had nexiva 22 gauge diffusics extension tubing break during injection. They did not have the product or know the lot number."